Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip jammed and then the right jaw dislodged. The clips were retrieved from the pt. Another device was used to complete the case. There was no consequence to the pt.